Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of hemolysis was not determined due to lack of clinical details, no product or data logs returned for analysis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 36-year-old male with cardiomyopathy presented in a pre-support clinical state consistent with scai shock stage d. An rp flex was implanted on (B)(6) 2026 at 8:58 pm via the left internal jugular vein using percutaneous venous access. On (B)(6) 2026 at 9:04 am, the rp flex was explanted due to concerns for hemolysis; the device was not available for return. The patient survived to rp flex explant. A second device, an impella cp was also placed on (B)(6) 2026 at 8:01 pm via left axillary/subclavian percutaneous arterial access. At the time of reporting, the impella cp remained in use. Hemolysis may be influenced by patient specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, and anticoagulation status.